Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the evac 70 wand stopped working. The tip was burnt black and the wire was broken. It is unknown if the device was inside the patient at the time of the event. The procedure was completed with a backup device and no delay nor further complications were reported.